Event description:
It was reported that during removal of the microcatheter, the radiopaque marker band detached. The physician removed the detached marker band with a retrieval device without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Microscopic analysis revealed that the distal end was stretched and flattened and the distal tip /marker band had been detached. There was stretching and fattening of the distal portion of the catheter shaft from 22.5cm from the distal end all the way to the separation site. During functional testing, a 0.020 mandrel was advanced through the catheter shaft; whoever, it became stuck due to the damages on the shaft. Information available indicated that the patient¿s anatomy was extremely tortuous. Based on analysis and the information available, it is probable that tortuous anatomy contributed to the reported event and damages observed as the microcatheter was being removed from the guide catheter; limiting the device performance. Therefore, a root cause of operation context has been assigned to this investigation.

Event description:
It was reported that during removal of the microcatheter, the radiopaque marker band detached. The physician removed the detached marker band with a retrieval device without clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.